Event description:
Facility finds product to be unacceptable due to inconsistent internal pack quantities. The internal packs should have 10 sponges each, but after using only six packs, they found two discrepancies: one pack had 11 sponges, the other only 9. It is imperative for surgery to have packs with exactly 10 sponges per pack. Exact quantities reduce any confusion that might arise during pre-operative counts. Also, directives state that user must immediately discard packs that don't have the correct counts, which is costly. Surgery dept states that incorrect quantities within the internal packs are quite rare, and since they encountered two problems with only six packs opened, they suspect there's a quality control deficiency with this particular MFR.